Manufacturer narrative:
Qn#(B)(4) the customer returned one 2-l PICC, vps stylet assembly, and side port connector for analysis. Obvious signs of use were observed. Visual inspection of the catheter did not reveal any obvious defects or anomalies. Visual inspection could not be performed on the peel-away sheath as it was not returned for analysis. The catheter body length from the juncture hub to the distal tip measured 46.00cm , which is not within the specification of 44.92cm - 46.20cm per the catheter product drawing. The catheter body outer diameter measured 0.0704", which is within the specification limits of 0.069" - 0.074" per the catheter extrusion graphic. The returned catheter was inserted through a lab inventory peel-away sheath of the same size involved with this complaint (14ga). The catheter body passed with little to no difficulty. Performed per the instructions for use (IFU) provided with the kit, which states "insert catheter through peel-away sheath to final indwelling position. Retract and/or gently flush while advancing catheter if resistance is met." The catheter was inserted through a lab inventory peel-away sheath of the same size involved with this complaint. A lab inventory guidewire with a diameter of 0.018" was inserted through the distal lumen. The guidewire was able to pass completely through the distal extension line and the catheter body with little to no resistance. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "insert catheter through peel-away sheath to final indwelling position. Retract and/or gently flush while advancing catheter if resistance is met." The report of a catheter tight in sheath was not able to be confirmed through complaint investigation. Visual analysis of the catheter did not reveal any defects or anomalies. The returned catheter was able to advance through a lab inventory 14ga peel-away sheath as expected. Additionally, the catheter met all relevant dimensional requirements. The IFU states, "insert catheter through peel-away sheath to final indwelling position. Retract and/or gently flush while advancing catheter if resistance is met." Without the peel-away sheath returned for analysis, it cannot be confirmed if resistance was encountered when inserting the catheter through the peel-away sheath. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter external diameter is too tight through introducer". The patient had no harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter external diameter is too tight through introducer". The patient had no harm or injury.